Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device replacement. During procedure, the right atrial lead exhibited loss of sensing and loss of capture. The lead was explanted and replaced. The patient tolerated the procedure well.